Event description:
Reporter indicated a vns pt was explanted due to lack of efficacy. The explanted vns generator and lead were discarded by the hosp. Manufacturer programming history shows the pt's vns was disabled on (B) (6) 2007 and that vns diagnostics tests performed that day were normal. No other programming history is available. Attempts to the reporter for additional info are in progress.